Event description:
Information was received from a healthcare provider regarding a trial patient who was using an external neurostimulator (ens). It was reported that two trail leads were placed and appeared to be posterior during procedure. Final lateral x-ray showed both leads to be anterior. Healthcare provider (hcp) removed one lead replaced it, posteriorly per x-ray. Requested hcp to remove anterior lead, as we won¿t use it for programming. Hcp stated he would not remove it and the lead remains during the trial. No programming used on anterior lead.

Manufacturer narrative:
Section d10 references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name surescan; product ID 977d260 (serial: unknown); product type: 0215-screening device; implant date (B)(6) 2025; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the trial was going to be in progress until (B)(6). The leads were going to be removed at that time.

Manufacturer narrative:
Continuation of d10: product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type screening device product ID 977d260 lot# serial# (B)(6) implanted: (B)(6) 2025: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.